Manufacturer narrative:
The reported complaint that the pump module keypad was inoperative was confirmed for serial number (B)(4). The proximate cause of the customer¿s complaint that the pump module keypads were inoperative was confirmed for serial number (B)(4). The ribbon cable had a cracked trace and is due to fluid ingress on the ribbon cable. This most likely occurred during the cleaning process. There was no issue with pump module keypad for serial number (B)(4). No damage or fluid ingress observed on the keypad ribbon cable. The display board although not part of the customers complaints were tested and both were found to have dim segments in the rate display. Device history review of the source pump module s/n (B)(4) service history record showed the device had a manufacture date of 08/17/2010. A review of the device service history record was performed beginning from the date of manufacture to the present date 12/12/2019 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. Keypad and display board were only provided for investigation.

Event description:
It was reported that the allegedly dent and chip was identified on one device and for another device, some buttons of the keypad was broken and not working. Reportedly, the display board f the two large volume modules will be replaced. There was no reported patient involvement.